Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the physician noticed extra resistance when firing the pinnacle suture through the patient's tissue, then felt a "pop." When he pulled the capio device out, he saw that the bullet had detached from the suture and was captured inside the capio device grid. The physician completed the procedure manually with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number is unknown; consequently, the expiration date of the device is unknown. The lot number is unknown; consequently, the manufacture date of the device is unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.